Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) required revision due to a malfunctioning pump. A surgical procedure was performed in which the components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) required revision due to a malfunctioning pump. A surgical procedure was performed in which the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically examined and leak tested. Microscopic inspection revealed wear at folds located in the proximal end and middle of both cylinders. The cylinders passed the leakage test. The pump was microscopically examined, leak tested, and functionally tested. Visual inspection showed no damage or abnormalities. The leakage test was passed, while functional testing indicated activation issues. The spherical reservoir was also examined microscopically and showed wear at a fold in the reservoir shell, but it passed the leakage test. Based on the information available and the analysis results, the reason for the mechanical issue was most likely determined to be the pump activation issue. Therefore, a conclusion code of cause traced to component failure has been established.